Manufacturer narrative:
Zimvie complaint number (B)(4). . H11: d10 - medical product - imp,tsv,4.1mm,sbm,10 catalog #: tsv4b10 lot #:1251410.

Event description:
It was reported that the implant at tooth site # (B)(6) was removed as it was fractured as well as a fractured screw. Fractured crown and implant.